Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot lk8cllq0, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic myomectomy surgery on (B)(6)2020, and a suture was used. During the procedure, the suture pulled off from the needle. Changed another one to complete the surgery. No additional information could be provided.